Manufacturer narrative:
Livanova is re-submitting this initial importer report under new importer number 1718850-2021-01037 to replace the previously submitted report under 1718850-2020-01155 submitted on 02 oct 2021.

Event description:
The manufacturer was notified that at the 63rd annual meeting of the kansai thoracic surgical association, a case of mitroflow extraction due to early svd was reported. An (B)(6) years old patient received a mitroflow 19mm for severe aortic valve stenosis. 30months after surgery, ultrasound cardiography (ucg) showed 46mmhg of mean pressure gradient, however the patient was asymptomatic. Although the patient had dyspnea symptoms 42 months after the surgery, the patient was not desired to have a surgical treatment. The patient was repeatedly hospitalized for heart failure, and at the fifth time hospital admission, the patient's mind changed to have a surgical treatment. It required inotropic support by dobutamine, and ucg showed severe ar and aortic valve area was 0.76cm2. There was 61 mmhg of mean pressure gradient. Blood tests showed hgb7.5g/dl, bun116mg/dl, creatinine (cr) 3.64mg/dl and renal dysfunction. CT showed that the ascending aorta was heavily calcified with a porcelain aorta. Because of severe avr due to svd, reoperation was performed 52 months after the operation. The prosthesis leaflets were poorly mobile and partially calcified in the open position. Re-avr with crown/prt 19mm and ascending aortic patch repair were performed. The patient had postoperative atrial fibrillation but was discharged from the hospital 29 days after surgery.

Manufacturer narrative:
Fields updated: b4, f6, f7, f10. The manufacturer attempted to retrieve additional information but difficulties were encountered also following the covid outbreak. As reported this case was not a complaint. Since the device serial number and the disposition after the explant remain unknown, no further investigation is possible at this time. Based on the available information, it is not possible to draw a definitive conclusion on the reported event. As reported in the scientific literature, structural valve deterioration is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. It is possible that the patient¿s clinical history and risk factors may have contributed to the structural valve deterioration observed in this mitroflow valve. However, little clinical history was provided and a definitive root cause cannot be stated at this time. It should be noted that structural valve deterioration is listed as a possible adverse event in the mitroflow IFU. The event is, therefore, a known inherent risk of the device. Livanova is re-submitting this follow up importer report under new importer number to replace the previously submitted report under 1718850-2020-01155 submitted on 26 feb 2021.